Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the customer through several troubleshooting steps, including disconnecting and tightening tubing, delivering boluses, and loading a new cartridge. The steps were successful, and the customer was advised to replace supplies and continue with insulin therapy.